Manufacturer narrative:
The device has not been returned for investigation. A follow-up report will be submitted after investigation is completed.

Event description:
The report states unit (B)(6) displayed an error code. There was no obstruction in the k+ delivery line. The system kept turning off the k+ delivery and the "confirm/recheck yellow error screen" kept popping up. While we hit recheck and delivery started, it then stopped again. The sequence was repeated several times. Update: yes, there was delay in arresting the heart. We had to remove and reapply the cross-clamp while waiting to address the issue. Approximate delay time was 5 minutes. The heart was sluggish upon cross-clamp removal, at the end of the procedure. Medications were needed to support the heart function. No assist device was needed.